Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02100. The manufacturer's database indicates three leads implanted, two of which belong to the same lot number (device 1). However, fluoroscopy confirmed the patient has only two leads implanted. It was reported the patient's leads had migrated. Surgical intervention was undertaken to explant and replace both of the leads. Stimulation was restored post-operatively.